Event description:
The st. Jude medical rep reported that the device displayed noise on the stored electrograms. The noise had resulted in several aborted therapies and two delivered high voltage therapies. The x-ray did not display any lead problems. The rep performed positional and isometric testing with the pt, but was unable to reproduce the noise. The device was programmed to defib off and the pt is under the supervisor of the hospital. The rep suspects possible lead insulation degradation.